Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 bd vacutainer® safety-lok¿ blood collection set blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: end user uses bd vacutainer® safety- lok¿ blood collection set to collect 25 serum blood tubes for dioxin testing. The luer adaptor ending leaks blood. However, they didn't use holder when collecting blood.